Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device had an output anomaly. The device had alerted for possible output circuit damage upon interrogation. All measurement values were within normal range. The device was explanted and replaced.